Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a posterior sacroiliac fusion surgery using rhbmp-2/ acs through a posterior approach. Patient's post-operative period has been marked by a period of improvement, followed by increasing low back and sacroiliac joint pain, with radiation of pain into her left hip and left leg. Patient's symptoms necessitated ongoing pain management treatment with medications, injections, medial branch blocks, and radiofrequency ablation. Patient continued to experience chronic and severe lower back pain, with pain radiating to her waist and hip area, bowel issues, and difficulty walking, sitting, standing, and sleeping. These serious injuries prevent patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013, the patient was pre-operatively diagnosed with spinal stenosis, l3-l4 left and l4-l5 bilateral with radiculopathy, l4 and l5 bilaterally. Intractable pain, osteoarthritis, left sacroiliac joint and underwent the following procedures: decompressive hemilaminotomy, partial medial facetectomy, and foraminotomy l3-l4 right, l4-l5 right, l4-l5 left. Left sacroiliac arthrodesis. Application of rhbmp-2. Application of corticocancellous allograft. Application of titanium interference device. As per op-notes,¿ a small amount of additional allograft rhbmp-2 was placed in the voids and this included the implant, but above this as well, and then the wound was closed. Running, locked number 1 vicryl was used in the deep fascia, interrupted 0 vicryl in the deep subcu, interrupted 2-0 vicryl in shallow subcu, and 4-0 monocryl on the skin with 4-0 monocryl used in the stealth reference portal.¿ the patient tolerated the procedure well without any intraoperative complications.